Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Partial resection of small intestine. According to the reporter: at the second firing a doctor felt something strange in the handle and stopped the usage in the middle of firing. There was resistance when squeezing the firing handle. The firing handle could not be squeezed completely. New sulu was opened to complete the case with no problem. There was unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than thirty minutes. Unknown use of reinforcement material.